Event description:
Customer admitted to hospital for erratic blood glucose readings. Was switched to manual injections by md for control. Customer did state that driver arms are loose, specifically the arm that pushes the plunger. Has noticed bent cannulas but has scar tissue. Heard clicking during test but unit did not pass the leadscrew test.